Manufacturer narrative:
The hospital cycled power on the unit, resolving the alarm condition. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, the unit alarmed for a system malfunction. There was no reported patient injury.